Event description:
A report was received that the patient underwent an explant due to ipg erosion through the skin and boils around the ipg site. The patient is reportedly doing well following the procedure and device was working properly.

Manufacturer narrative:
Additional information indicates that the physician believes that the boils around the ipg were device related, because the ipg was protruding through skin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 serial: (B)(4) description: linear st lead, 50cm explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant due to ipg erosion through the skin and boils around the ipg site. The patient is reportedly doing well following the procedure and device was working properly.